Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements that were greater than 2,000 ohms. Additionally, the device recorded two signal artifact management (sam) episodes due to the out-of-range impedance values. The minute ventilation (mv) sensor was disabled as a result. It was noted the device had been implanted for two months and impedances were normal until now. Technical services recommended seeing the patient in the clinic for troubleshooting and x-rays to evaluate the lead to device connection. The local sales representative reported the patient was followed in the remote monitoring system and would be seen in june. No adverse patient effects were reported. The device and rv lead remain implanted and in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements that were greater than 2,000 ohms. Additionally, the device recorded two signal artifact management (sam) episodes due to the out-of-range impedance values. The minute ventilation (mv) sensor was disabled as a result. It was noted the device had been implanted for two months and impedances were normal until now. Technical services recommended seeing the patient in the clinic for troubleshooting and x-rays to evaluate the lead to device connection. The local sales representative reported the patient was followed in the remote monitoring system and would be seen in june. No adverse patient effects were reported. The device and rv lead remain implanted and in service. The patient was seen for troubleshooting and new device data was submitted to technical services. Other lead values were within normal range, but the pacing impedance measurements were still greater than 3000 ohms. Technical services reviewed the x-ray and believed the terminal pin was fully inserted, but could not rule out a loose setscrew or a lead problem. It was recommended to open the device pocket to evaluate the connection and test the lead. The local sales representative provided the recommendations to the physician, who is considering the next steps. As of today, no intervention was performed and the device and rv lead remain implanted and in service. It was later reported that a revision procedure was performed. The impedance issues had persisted, then non-sustained ventricular tachycardia (vt) episodes showing oversensing of noise were stored. When the pocket was opened, there was no evidence of a connection issue; the terminal pin appeared fully inserted into the device header and the setscrew was not loose. The lead was removed from the device and some scratches were observed in the insulation near the terminal pin. The lead tested appropriately on the pacing system analyzer (psa) but without a definitive cause for the out-of-range pacing impedance measurements, noise, and oversensing, the physician elected to replace both the ICD and the rv lead. No additional adverse patient effects were reported outside of the surgical intervention, and the explanted products were returned for analysis.

Manufacturer narrative:
The preliminary investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements that were greater than 2,000 ohms. Additionally, the device recorded two signal artifact management (sam) episodes due to the out-of-range impedance values. The minute ventilation (mv) sensor was disabled as a result. It was noted the device had been implanted for two months and impedances were normal until now. Technical services recommended seeing the patient in the clinic for troubleshooting and x-rays to evaluate the lead to device connection. The local sales representative reported the patient was followed in the remote monitoring system and would be seen in june. No adverse patient effects were reported. The device and rv lead remain implanted and in service. The patient was seen for troubleshooting and new device data was submitted to technical services. Other lead values were within normal range, but the pacing impedance measurements were still greater than 3000 ohms. Technical services reviewed the x-ray and believed the terminal pin was fully inserted, but could not rule out a loose setscrew or a lead problem. It was recommended to open the device pocket to evaluate the connection and test the lead. The local sales representative provided the recommendations to the physician, who is considering the next steps. As of today, no intervention was performed and the device and rv lead remain implanted and in service. It was later reported that a revision procedure was performed. The impedance issues had persisted, then non-sustained ventricular tachycardia (vt) episodes showing oversensing of noise were stored. When the pocket was opened, there was no evidence of a connection issue; the terminal pin appeared fully inserted into the device header and the setscrew was not loose. The lead was removed from the device and some scratches were observed in the insulation near the terminal pin. The lead tested appropriately on the pacing system analyzer (psa) but without a definitive cause for the out-of-range pacing impedance measurements, noise, and oversensing, the physician elected to replace both the ICD and the rv lead. No additional adverse patient effects were reported outside of the surgical intervention, and the explanted products were returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.